Event description:
Caller states that the inform meter smelled like smoke and appeared to smoke when docked in the base unit. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.